Manufacturer narrative:
The customer cancelled the service call. The reported problem was resolved by the customer. No additional service info was provided.

Event description:
The customer reported that the table portion of the system failed to boot to a usable state and exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.